Manufacturer narrative:
The field service engineer replaced and adjusted the ise and sipper probes, performed various checks, and ran precision testing. The customer performed calibration and qc which were within range. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for four patient samples with a cobas 6000 c501 module. Sample 1: the initial na result was 10 mmol/l. The repeated result was 139 mmol/l. Sample 2: the initial na result was 127 mmol/l. The repeated result was 136 mmol/l. Sample 3: the initial na result was 112 mmol/l. The repeated result was 135 mmol/l. Sample 4: the initial na result was 113 mmol/l. The repeated result was 124 mmol/l. The questionable results were not reported outside of the laboratory. The repeated results were deemed correct. The electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication for a performance issue of the reagent. The system's alarm trace was requested but not provided. The investigation determined the service actions resolved the issue.